Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's insulin gauge was intermittently inaccurate. The customer's blood glucose reached 600 mg/dl which was addressed with a bolus via pump and a cartridge change. Tandem technical support reviewed pump data logs and found pump to be functioning as intended. Multiple attempts were made to follow up with the customer and relay findings; however, all were unsuccessful.